Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the therapy was not working for the patient; they had been having a lot of loose bowels for the past two weeks. It was also reported that they were not feeling any stimulation. Troubleshooting showed that stimulation was on, at 2.7. It was noted that they were getting poor communication because they were in a recliner, and the programmer antenna kept moving due to the position they were in the chair. The patient stated that they had to get off the phone to go to the bathroom, and that they would call back for help increasing the stimulation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Narrative updated to include that the return of symptoms was sudden. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the therapy was not working for the patient; they had suddenly been having a lot of loose bowels for the past two weeks. It was also reported that they were not feeling any stimulation. Troubleshooting showed that stimulation was on, at 2.7. It was noted that they were getting poor communication because they were in a recliner, and the programmer antenna kept moving due to the position they were in in the chair. The patient stated that they had to get off the phone to go to the bathroom, and that they would call back for help increasing the stimulation. No further patient complications are anticip ated or expected as a result of this event.